Event description:
The customer reported no power from the mx40 device. The no audio issue for the mx40 device was found at bench. It is unclear whether the device was being used on or off the network. There was no report of pt harm.

Manufacturer narrative:
(B)(4).